Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited loss of capture at maximum output and low pacing impedance. Prior to procedure, the right atrial (ra) lead exhibited loss of capture and low pacing impedance. Both ra & rv leads were capped and replaced on (B)(6) 2024. The patient was stable throughout.